Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was told by the physician that the lead migrated which is resulting in inappropriate shocks during every episode. The patient was referred to call the clinic. Additional information was requested from the field representative however, no further information was obtained. At this time, the system remains in service. No additional adverse patient effects were reported.